Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
Reporter stated the buttons on the infusion device do not function. No adverse event was reported. The alleged product cannot be sent for evaluation due to legal and custom issues.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.